Event description:
The customer claims that the dermatome is cutting too thick of a graft. Additional info was received in 01/04. The dermatome was set to zero and still took too thick a graft. A different vendor's dermatome was used to collect the correct thickness graft and new graft site was required from the pt.